Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. After pre-dilatation with an edwards balloon, it was decided to deliver the 29mm sapien 3 valve nominal with +6cc in 80/20 position. Due to the presence of moderate paravalvular leak, the valve was post dilated with nominal +7cc but the pvl was not reduced. For that reason, it was decided to implant a second 29mm sapien 3 with nominal volume +7cc. The outcome was optimal with a 5mmhg mean gradient by echo and no pvl. The patient was discharged two days after the procedure. As per medical opinion, the event was due to the bulky calcium in the annulus.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. Imagery was provided for review and following observations were made: the paravalvular leak was observed. Calcification appeared located at the paravalvular leak. The second valve implanted higher compare to the incident valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint paravalvular leak was confirmed based on the provided imagery. A review of lot history, complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. As reported, ''during procedure, after the predilatation with edwards balloon, it was decided to deliver the s3 29mm nominal +6cc, implant position was 80/20. Due to the presence of moderate pvl, it was post dilated with nominal +7cc. However, the pvl was not reduced. For that reason, it was decided to implant a second s3 29mm nominal +7cc'', and ''severe native annular calcification and bulky native leaflet calcification''. Per imaging evaluation, a significant paravalvular leak located at the area with calcification on native annulus. In this case, calcium can create an irregular contact with the valve, which may result in gap between the thv and the annulus, leading to paravalvular leak. As such available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.